Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported failure to deploy the suture was confirmed as a needle to cuff miss due to out of sequence deployment. In addition, the returned device analysis found one cuff tab detached that was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The reported difficulty and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It was reported that no femoral angiogram was taken at the access site. Per the perclose a-t smc system instructions for use- perform a femoral angiogram to verify the location of the puncture site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose a-t smc system, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with perclose a-t devices, using a preclose technique, via a 5fr sheath prior to a diagnostic procedure. A femoral angiogram was not taken. Reportedly, a suture malfunction occurred with two perclose a-t devices. Hemostasis was achieved with manual arterial compression and quikclot dressing. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be in-training in the use of the perclose a-t device. No additional information was provided.